Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pen ndl 32g 6mm experienced a cannula that broke off. The following information was provided by the initial reporter: the needle was found to be broken before use.

Event description:
It was reported that the bd pen ndl 32g 6mm experienced a cannula that broke off. The following information was provided by the initial reporter: the needle was found to be broken before use.

Manufacturer narrative:
H.6. Investigation: forty one sealed 32g x 6mm pen needle samples and two photos were returned from lot. No. 0253609, cat. No. 320738. Visual examination was carried out on all forty one samples and photos and a broken cover on was observed one sample. No issues were observed with the remaining forty samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred due to a jam on the line during the assembly process h3 other text : see h.10.

Event description:
It was reported that the bd pen ndl 32g 6mm experienced a cannula that broke off. The following information was provided by the initial reporter: the needle was found to be broken before use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.